Event description:
Event description: during surgery the pt's left arm was on an armboard and the armboard collapsed.

Manufacturer narrative:
Steris was not notified of this event when it originally occurred in 2004. Per e-mail correspondence, the facility was unable to locate suspect item due to the passage of time. The facility also stated "that they were unable to retrieve the info requested as the case is over 4 months old now." The facility stated that they have several extra armboards and just replace them as needed. The facility also stated that they could't find any documentation regarding the issue, the circulating nurse and anesthesiologist on the case are both off from work, the scrub nurse doesn't remember the case at all, the service coordinator and the materials coordinators (plus a temporary one), at the time in question no longer work at the facility, and the new materials coord is out of state on vacation. Subsequent follow-up did not reveal any new info with regards to the event armboard. Steris has been unable to confirm armboard type. The serial number scheme does not match current product offering and the s/n scheme only matches an armboard type which is no longer mfg and which has not been mfg since ~ 1996. No further investigation possible, unless add'l info is forwarded to steris by the hosp.